Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged. Lead was explanted and replaced with a non- boston scientific left ventricular (lv) lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. The clinical observation was not confirmed. Visual observation noted the presence of dried blood/body fluid noted in the lead lumen. And lead abrasion at 750 - 754 millimeters (mm) from the terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.